Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy2001 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "provider and the registered nurse attempted a right femoral placement of the power trialysis short term straight dialysis catheter. They aborted the attempt due to equipment failure. While trying to put in a power-trialysis catheter, the guide wire came apart, outside of the patient's body (not inside). They had to stop the procedure because they could not thread the catheter over to the guide wire. At that point there was not harm to the patient other than the aborted attempt, and some bleeding during the procedure. The wire was kept. Time, date and patient label were placed on the clear plastic bag with the guidewire and introducer catheter, that caused the failure." Add info rcvd 04/11/2022: placement date: (B)(6) 2022, explant date: (B)(6) 2022.